Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/07/2018, that on (B)(6) 2018, the patient experienced a pairing failure. Data was available for evaluation. The reported complaint of parining failure was not confirmed however, a failed transmitter error was found in the data log. The root cause was determined to a low transmitter battery which led to a transmitter failure. This complaint was deemed reportable based on finding of transmitter failed error. No additional event or patient information is available. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint, but there was a transmitter failure found. The reported event of pairing failed was not confirmed. The root cause could not be determined.